Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient had a battery pocket wound dehisced, so the patient was explanted. The customer discarded the ins. The cause was not known. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.